Event description:
Meter was prompting the error 5 message. A few days before lfs was contacted, neither the patient's housekeeper nor home care aide were scheduled to assist her. The reporter said that the patient gets up in the morning, takes her set dose of daily insulin, and eats breakfast. On days when no assistant is there, the patient often goes back to bed, does not take a snack, and has frequently had hypoglycemia episodes, as a result. The reporter thought this is what happened at the time of concern. The reporter found the patient with clammy skin and "not really able to talk". She attempted to test the patient with the reported meter and obtained an error 5 message; she did not know if the patient had previously obtained any error 5 messages. Further, she did not know when the patient had last tested with the meter. She called emt and gave the patient candy, peanut butter, and juice prior to emt arriving. Emt's obtained an emt meter result of 49 mg/dl and treated the patient with oral glucose. The treatment matched the symptoms and emt meter result. The patient was not taken to the hospital; the reporter said that the patient "always refused to be taken to the hospital". Before leaving, emt obtained a result of 114 mg/dl. The customer care representative (ccr) walked the reporter through cleaning the meter and retesting; the error 5 message appeared. The meter, test strips, and control solution were replaced.